Event description:
A facility reported a cerelink ventricular catheter was implanted on (B)(6) 2021 and the value reading became intermittent and then no value (error 1019) and indicated a probe defect. The probe was found to be broken. No additional information available.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.